Event description:
It was reported, the patient experienced discomfort at the ipg site. Apparently the ipg was implanted at a shallow depth due to the patient being very thin. Surgical intervention was undertaken and the physician noted some redness around the ipg site. The ipg was explanted and a replacement ipg implanted in a different location. Follow-up information indicated the discomfort as well as the redness has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.